Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. It was confirmed under fluoroscopy that the atrial lead position was lower compared at the time of procedure and judged that it was dislodged. A lead revision was performed and the lead was surgically repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. It was confirmed under fluoroscopy that the atrial lead position was lower compared at the time of procedure and judged that it was dislodged. A lead revision was performed and the lead was surgically repositioned. No additional adverse patient effects were reported. Additional information indicated that the right atrial (ra) lead was explanted. A new lead was implanted.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.